Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The customer changed the bottle three times. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information has been requested, a supplemental report will be submitted upon receipt of information. The first name of the initial reporter in has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The customer changed the bottle three times. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The customer changed the bottle three times. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: a1, a3(to be left blank), b4, b5, g4, g7, h2, h6, h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the high pressure helium regulator, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.